Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
It was reported that upon becoming unplugged from the wall, the automated impella controller went to 50% power then back to 100%. The console was removed and transferred to a loaner. The console will be sent in for inspection. There was no patient harm.